Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer returned a sheath with a dilator inserted through it. The distal end of the dilator appeared typical. There were two areas of damage visible on the sheath. One side was rippled on the blue separation line approximately 1 cm from the tip. It appeared like it had been pushed back by contact with a firm object. The body of the sheath also had splits in the blue separation line 3.5 cm from the tip. The dilator was removed from the sheath and found to be bent in the same area as the sheath body damage. A review of manufacturing records did not yield any relevant findings. Based on the appearance of the sheath and the report that it buckled during insertion, operational context caused or contributed to this event. No further action will be taken.

Event description:
It was reported upon insertion of the sheath / dilator, the body of the device "buckled and frayed" making it impossible to insert all the way. As a result, the device was removed and a new device was used to complete the procedure. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4).